Event description:
It was reported that a spectrum pump had a problem with the motor main board. During evaluation, it was discovered that the device was experiencing system error 105 alarms. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation performed confirmed and reproduced the reported symptom system error 105, caused by a poor connection between the motor flex and the input/output printed circuit board. The connection was restored, resolving the issue.